Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited unstable thresholds and no capture. The patient's device exhibited a pacing problem and no capture of the rv lead was observed during the interrogation. The device and lead were reprogrammed and remain in use. No patient complications have been reported as a result of this event.